Manufacturer narrative:
Submit date: (B)(6) 2016. A sample was returned for investigation and it consisted of a red adapter and a sealing cap which presented signs of use (dirt). A visual inspection was performed and it was visible that the red adapter was broken on the thread pitch area. The sample revealed signs of use. Based on the available information and the results of the device history record that showed no deviations, it can be concluded that product was manufactured according to specifications; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can occur during use. According to the instructions for use adapter over tightening may cause leaking. The reported condition is being addressed by a corrective and preventative action (CAPA). No additional actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. There are no ncr related to the reported issue. The manufacturing lot number associated with this complaint was (B)(4). The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. All DHR's are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the procedure was reviewed in order to identify the possible root causes for the failure luer adapter - cracked. It is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the artery interface (arterial adapter) cracks during dialysis and there is blood leakage. The product was tested prior to use. The patient is stable. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: 07/06/2015. An investigation is currently under way; upon completion the results will be forwarded.